Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.

Event description:
It was reported that the patient went into the emergency room (ER) complaining of "chest stimulation". It was noted that the atrial lead was dislodged and had pulled back to almost the "insertion site". The lead was explanted and replaced. No further patient complications were reported as a result of this event.